Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position via right transfemoral artery, the 26 mm commander delivery system balloon burst at the end of valve deployment, during deflation and the balloon separated (but pieces were not missing as shown in the photo provided by the fcs). The valve was fully deployed. There was withdrawal difficulty withdrawing the esheath+ from the delivery system, however it was able to be removed as a single unit. The operator noticed increased bleeding was noted at the arteriotomy site so a prolonged balloon tamponade was performed and seemed to resolve the issue. The patient was in stable condition. Imagery provided showed a distal tip split and a liner tear ((B)(6)). It is unknown whether the patient had a blood transfusion.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
All pieces of the balloon were accounted for upon removal.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the investigation. The following sections of this report have been added: b4, b5, g3, g6, h2, h6, h10, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per imagery review, the following was observed: the associated sheath appeared damaged, with a liner tear and tip split at the distal end. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the complaint for balloon burst was confirmed based on the review of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as 3mensio shows calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaints for difficulty or inability to withdraw system through sheath and system components separate during use ' balloon, were confirmed based on the review of the provided imagery. Available information suggests that procedural factors (withdrawal of a burst balloon and device manipulation) likely contributed to the withdrawal difficulty and balloon separation, respectively. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In such a condition, applying additional pull force or manipulating the device to overcome the withdrawal difficulty can lead to the reported separation. The observed liner tear and tip split at the distal end of the sheath indicates device interaction, supporting the root cause described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.